Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. The existing device was explanted and replaced with a new aus. No patient complications were reported. The explanted cuff is not expected for return. Additional information was received indicating the procedure was performed due to continued incontinence and unsatisfactory results with the initial placement. The physician believed the issue was the result of selecting an oversized cuff; the implant was noted to be functioning appropriately prior to removal.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. The existing device was explanted and replaced with a new aus. No patient complications were reported. The explanted cuff is not expected for return. Additional information was received indicating the procedure was performed due to continued incontinence and unsatisfactory results with the initial placement. The physician believed the issue was the result of selecting an oversized cuff; the implant was noted to be functioning appropriately prior to removal.